Event description:
Additional information was received from a company representative (rep) indicated the 8780 and 8637 were replaced on (B)(6)2020. It was noted in the operating room (or) the catheter was disconnected from the pump and there was retrograde cerebrospinal fluid (csf) backflow coming from the catheter, but it was still elected to replace both the pump and the catheter. It was further reported, both components would be sent back for analysis. Additional information was also received on 2020-oct-12 from a healthcare provider (hcp) via the rep and it was further reported the patient was ¿doing well¿ since the pump and catheter replacement, but the patient had experienced some upper extremity effect which he never previously had. It was noted the catheter tip was originally at t9, but they threaded the new catheter up to c7. The patient was restarted at a dose of 483 mcg/day and the patient had been on 966 mcg/day before the pump and catheter replacement. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: (B)(6)2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2020-08-27, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the volume discrepancy was unknown. It was reported that the patient was experiencing "extreme pain, anxiety, full body cold sweats". No actions have been taken and that a replacement surgery was scheduled for (B)(6) 2020. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer on (B)(6) 2020. The consumer stated the patient's pump rotors were "sluggish" and the patient was not getting adequate therapy coverage at their high dose of baclofen. The consumer stated a dye study was done but the study was "flawed" or "inconclusive." It was noted the patient was a "big guy" with a previously "super high dose." Additional information was then received on (B)(6) 2020 from the manufacturing representative. The patient was seen on (B)(6) 2020 and was told by the physician the symptoms were "totally unrelated to the pump." The patient was at 1200 mcg / day on (B)(6) 2020. The dose was decreased by 10% with the plan to decrease the pump 10% the next day (on (B)(6) 2020) and decrease the pump again by 10% on (B)(6) 2020 prior to surgery. The hcp decided against doing a rotor or dye study and would move forward with the replacement on (B)(6) 2020. The patient was started on oral baclofen (20 mg three times daily) on (B)(6) 2020.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found damage to the transition tube. H6: all previously reported method and results codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s mother reported signs and symptoms ¿ withdrawal¿, itb (intrathecal baclofen).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported no further actions were planned other than replacing the catheter and/or pump. The patient's mother did not wish to proceed with the surgery so the issue was not resolved and the patient remains with symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen at 1,207 mcg/day. Medical history includes cer ebrovascular accident, adhd, dvt, bipolar, epilepsy, depression, aphasia, apraxia, dyslipidemia, carotid artery dissection, hyperhomocysteinemia, patent foramen ovale, clotting disorder, right hemiparesis. Medications include norco, baclofen, vimpat, valium prn, l acosamide, cozar, aspirin, cymbalta, lipitor, folic acid, ritalin, desyrel prn, miralax, pamelor. It was reported that the patient had a roller study and dye study on 30-jul-2020 and the radiologist believes that the pump motor did "not move." Expected plume of contrast at tip of catheter visualized; per radiologist "roller did not move" after programmed 0.01 ml over one minute. The technical services specialist (tss) educated caller on the roller study and that it would not be recommended. Caller confirmed that there is no motor stall in the logs and that when they checked the pump reservoir's expected vs. Actual volume it was accurate. Caller states the hcp wants to replace the pump. Tss reviewed unless there are therapy concerns, this pump would be operating as intended. Tss emailed caller roller study to educate caller on the proper way to read a roller study. The caller indicated she did not have time for further troubleshooting questions the rep called back stating they had questions about the verbiage they are seeing on the reports. Caller put the hcp on the line to ask additional questions regarding reports. Hcp stated the first thing they did was program the pump to temporary stop then performed the catheter dye study. Hcp stated they then programmed the pump back to its original settings and adding a roller study bolus as well then updated the pump. After the roller study they programmed the pump once more to do the final catheter prime. On the report, he is seeing verbiage saying the pump was in "shelf state" and had been stopped for 0 hrs. 01 min even though the pump was stopped for about 10 minutes. Tss requested to have reports sent over to confirm exact verbiage seen on reports. Caller stated she will call back to send and discuss this. Caller called back to clarify that the current session report did not say shelf state, only implant state. The said pump was in stopped mode for 1 minute after they initially stopped it and again after an second update where it said that again. Confirmed if they didn't reinterrogate the pump the information may not always be the most current. They did a refill and noticed a slight discrepancy (expected 30.5 ml actual 28) and wanted to repeat the roller study and plan to do so on 2020-aug-25. They discussed the possibility of the rotor turning slower than expected as extremely unlikely. Reviewed possibility of intermittent stalls where it could stop and start versus turning more slowly, but since there is nothing in the logs, they would have to be only a few minutes for them not to be logged and if there was enough of them to cause a change in therapy there would generally be a larger discrepancy noted. They would likely be doing a catheter revision in the near future and physician also wants to replace the pump but caller wasn't sure if she could obtain one since there are no stalls recorded in the logs. There was no unexpected verbiage in the infusion beginning of session and current session report. Per the consumer, the patient started having increased tone, increased pain and decreased functional mobility and independence "for several months". Surgery is planned for (B)(6) 2020 for possible catheter and/or pump replacement. There were no further complications reported/anticipated.

Manufacturer narrative:
B2 update: intervention required as previously selected is no longer applicable. H1 update: the type of reportable event was changed from being a reportable serious injury to now a reportable malfunction regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer via a company representative. The patient was supposed to have had their pump and catheter removed on (B)(6) 2020. However, the patient¿s mother wanted inpatient physical therapy and the clinic stated there was no guarantee their insurance would cover. They therefore did not want the pump and catheter removed now